Manufacturer narrative:
(B)(4). Date of event/therapy date was reported to be sometime over the last 7 nights from the date the report was received by the manufacturer. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection shield did not have enough iodine in it during patient use. The patient explained that when they went to use the connection shield at night, it was moist when it was put on. However, in the morning when it was being removed, the connection shield was dry and sticking to the connection site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A visual inspection identified the presence of iodine in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.